Event description:
Patient found sitting on foot rest of wheelchair with seatbelt around her neck. Prior to the event the patient was agitated and was left alone in her room for 5-10 minutesdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: labeling - package insert. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.